Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was an out of range measurement on this rv lead. Intrinsic amplitude has been 2.3-2.4 mv so this appears to be the reason. Device operating as expected.